Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the suspected gastrointestinal bleeding cannot be conclusively determined through this investigation. A low speed event was confirmed via the evaluation of the log file data provided by the account. The submitted log file contained data spanning from 15nov2020 at 17:10:17 to 27dec2020 at 09:07:35, per the timestamp. A brief low speed event was captured on (B)(6) 2020, beginning at 20:31:38, while the system was supported with the power module. No other notable alarms were captured. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the low speed event cannot be conclusively determined through this investigation. No further alarms have been reported on the ungrounded patient cable at this time and the patient remains ongoing on (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25aug2015. The heartmate ii left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. The heartmate ii left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the gastrointestinal bleeding was not confirmed. The bleeding resolved. The patient was referred to a gastrointestinal specialist for a potential double balloon. The low speed advisories resolved after the patient returned to an ungrounded cable.

Manufacturer narrative:
The patient's previous short to shield is reported under MFR # 2916596-2020-02625.

Event description:
It was reported the patient was hospitalized for gastrointestinal bleeding and received multiple transfusions. The patient had a history of short to shield driveline fracture and the alarm history showed two speed drops on (B)(6) 2020. A log file analysis showed 2 low speed advisories on (B)(6) 2020. Speed drops were as low as 6410 rotations per minute. These were due to issues with the percutaneous lead. Since the patient has had a driveline repair done, and the analysis showed no wire damage within the removed section, the issue is likely internal.